Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to investigate the reported event. The fse was able to confirm the reported error message in the error log. The error message was reproduced when the fse tried to home the p/d table unit. The fse found a test cup jammed under the p/d table cover sideways, which was obstructing proper movement of the p/d table unit. The fse found that the aia-2000 instrument had also generated error message "[2183] x-axis cup transfer cup release failure". The fse resolved the issue by removing the test cup jammed in the p/d table unit. The fse then proceeded to clean the x-axis cup transfer pick-up head and z-axis guide rods, checked alignment for the cup pick-up, and ran cup transfer test four (4) times observing cup pick-up and release without any issues. The fse ran customer-prepared quality controls to validate the aia-2000 analyzer, which passed within published ranges per package insert. No further action was required. The aia-2000 analyzer was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number 10100104 from 08-jun-2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: [4521] pretreatment-detection table rotation motor home detection failure. Cause: the home sensor failed to activate after the pretreatment-detection table rotated toward the home position. Solution: contact tosoh service center or local representatives. [2183] x-axis cup transfer cup release failure. Cause: the cup-gripping sensor detected a cup after the cup release operation was performed. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a jammed test cup under the p/d table unit.

Event description:
A customer reported getting error message "[4521] pretreatment-detection table rotation motor home detection failure" with the aia-2000 analyzer. The customer reported that the barcode is read, but the p/d table unit would not turn. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) and luteinizing hormone (lh ii) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.